Manufacturer narrative:
Investigation is not complete. Event device code addressed in package insert. Event occurred in another country. Additional information has not been received.

Event description:
Orig. Surg. 2005. Female, normal activity. Allegedly unusual wear.